Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available a supplemental MDR will be filed. (B)(4).

Event description:
The following event was reported in a literature article comparing the mynx vascular closure device with another manufacturer's vascular closure device. A total of (B)(4) participated in a study and (B)(4) mynx vascular closure devices were used. There was an unknown number of patients involved. It was reported that the mynx devices that were used for vascular closure following a percutaneous coronary intervention (pci) resulted in access-site bleed defined as bleeding or a hematoma of greater than 4 cm in size requiring the need for transfusion. The operator of the device used fluoroscopic guidance and bony anatomic landmarks to access the common femoral artery. Either a 6f or 7f procedural sheath was then introduced. Additional information was requested, but is not available at his time. This is report 2 of 8 for this event.